Event description:
The product was used during an esophagogastrectomy procedure. Reportedly, the staples did not form properly. The hosp has reported no pt injury occurred.

Manufacturer narrative:
07/26/1999 supplemental #1 sent to FDA. Device not available for eval.